Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an anchor fractured. The patient continued using the broken device.